Manufacturer narrative:
Date of event: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that bd microlance¿ needles were flexible, and when using force, needles were broken.

Event description:
It was reported that bd microlance¿ needles were flexible, and when using force, needles were broken.

Manufacturer narrative:
Investigation summary: complaint review is not possible to perform since no lot number has been provided. Provided picture show a bent cannula at the level of the hub. The affected needle is not available for our evaluation so it is not possible to do an accurate investigation of the reported issue. The device history records is not possible to perform either since no lot number has been provided. Picture provided show a broken cannula of needle g23 (since hub is colored green, not pink as expected for g18). Investigation conclusion: the cannula used to manufacture microlance needles complies with the requirements of the iso standard iso 9626, ¿stainless steel needle tubing for the manufacture of medical devices¿. In accordance, any breakage issue is rare unless there was some inappropriate use of the product, for example, because of some bending of the needle while injecting. Additionally, the cannula pull out test is evaluated for compliance with the requirements of the standard ¿iso 7864:1993 sterile hypodermic needles for single use every single needle lot before release. Root cause description: cannula broke, most likely, because of incorrect handling of the product since it was performed by end user. Rationale: in conclusion, considering the above information and based on our sampling plan, bd can assure that the probability of finding this issue in our manufacturing process is really low.

Event description:
It was reported that bd microlance¿ needles were flexible, and when using force, needles were broken.

Manufacturer narrative:
Correction: in section h.10 of the previously submitted MDR, sections d.1 and h.1 were incorrectly referenced as the medical device expiration date and device manufacture date. This supplemental MDR is being submitted to correct those references to show the following: medical device expiration date and device manufacture date.